Event description:
The end user caregiver states the controller has exposed wires.additional reportable malfunction for this device; (B)(4) - chair is in drive lockout.(B)(4) - tires are worn out.(B)(4) - chunks coming off the chair.